Manufacturer narrative:
The patient was diagnosed with peritonitis three days after onset of manifestation. On the same day as onset of manifestation, the patient began treatment with an injection of ceftazidime (2 gm, once a day intraperitoneally for fourteen days) and injection of vancomycin (2 gm, every fifth day, intraperitoneally for fourteen days). The patient was recovered four days after diagnosis of the event. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin and ceftazidime (doses, frequencies and routes not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.